Event description:
I began feeling I couldn't breathe and developed a severe cough. I have gone through many different tests at the hospital and dr. Has been unable to find a reason. My wife, whom is an rn, had me stop using the so- clean and has been cleaning my CPAP with soap and water. My symptoms have finally started getting better. FDA safety report ID# (B)(4).